Event description:
The sales representative reported on behalf of the customer that the device sn1520-061, drill bit, ø1.5 mm x l 200 mm was being used on (B)(6) 2026 during an eminence fracture and ¿during the surgery, the tip of the drill fell off. This was first noticed when they were done drilling. The tip is still inside the patient.¿ per further assessment it was reported that ¿large fragment with joint surface. Open reduction and then 4 smartnails are inserted. The drill breaks off in the knee but does not protrude. The staff is unsure what happened, but looking at the picture, I'll guess that the drill broke off during drilling. They noticed first when they took end off surgery x-rays. The didn't notice when it actually happend.¿ this report is being raised due to the reported injury of fragment of device remains in the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.